Event description:
It was reported that during an arthroscopic procedure on the right knee, the pt experienced an episode of atrial flutter. It was further reported that the unit created a false rhythm on the EKG. This even occurred when the unit was unplugged and was running on batteries. It was further reported that troubleshooting by a medical equipment specialist revealed that the issue was related to the unit while it was running at high speed. All components were replaced on the EKG system and the issue remained. The tubing on the unit was relocated relative to the EKG leads on the pt and the issue went away. It was further reported that there was no reoccurrence of the EKG waveform after the procedure and no clinical intervention was necessary to address the apparent arrhythmia. The vital signs of the pt were reported to be stable. Add'l info will be provided once the investigation is completed.